Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapies displayed a charge time of 19.2 seconds and a voltage of 2.84 volts. Elective replacement indicator (eri) is triggered at 2.53 volts. Two manual capacitor reforms were done, and the device triggered eri. The device was implanted 2.6 years.